Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2182269-2019-00077. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. Following placement of the introducer and mapping catheter, the patient became hypotensive. Ice imagine confirmed a cardiac tamponade, for which a pericardiocentesis was performed. The circulatory dynamics did not improve and a sternotomy was performed. A 20 mm long crack was noted on the mitral isthmus. The cause of the crack was unknown. The patient was followed and remains unconscious following the event due to brain damage. There were no performance issues with any abbott device during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00322. As a result of the event, cardiac tamponade, cardiac arrest and sternotomy, the patient developed ischemic cerebrovascular disorder brain infarction that resulted in the brain damage.